Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 589 mg/dl at the time of hospitalization. The customer stated that they had issues with the insulin pump. The customer had nausea, abdominal pain and vomiting. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was unable to complete carelink upload. The customer alleged that the insulin pump was under delivering as they had delivered a bolus. The insulin pump and the reservoir will not be returned for analysis.